Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: the bolus button is inoperable - bolus button slug missing. The battery compartment is cracked from the top to the cover part. Battery cap is damaged - threads stripped. Investigators used test cap for all steps, test battery cap does tighten fully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.